Event description:
It was reported the patient presented to the emergency room (ER) and was obtunded. The patient's pump was refilled earlier in the day; however the person who did the refill was confident that they were in the pump, so they are unsure whether it was related. They didn't believe a dose change was made. They were planning to turn the pump down to minimum rate mode to see if that improved anything. The pump was delivering dilaudid.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).